Event description:
It was reported that, "while drilling into the pelvis, the drill bit broke. Pt info was not supplied/came in as unk for trauma surgery."

Manufacturer narrative:
Additional info has been requested. If additional info is received it will be provided on a supplemental report.